Event description:
The pacemaker involved in this MDR report could not be interrogated, in addition, no pacing pulses were observed. The absence of telemetry and output were observed after the pt was brought to the emergency dept of the hosp because of syncopes (in 2008). The pt conditions worsened in the following days and died at about five days later.

Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. The analysis is pending.